Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the connector to the reference frame was broken. This was noticed during a spinal fusion case. The case continued using another frame. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The suspect frame was returned to the manufacturer for evaluation. Testing found that the cable jacket on the frame was removed from the lemo connector which resulted in no conductors being exposed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.